Event description:
Boston scientific received information that during a routine device change out procedure, the physician was pulling on the lead and heard a popping noise. The lead was found to have fractured insulation. The pace/sense portion of this lead then displayed noise. The lead was ultimately surgically abandoned. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.